Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4469 boston scientific lead; 4136 boston scientific lead. (B)(4).

Event description:
It was reported that patient had diaphragmatic stimulation approximately 1 week post implant. Reprogramming was performed and the left ventricular lead remains in use. No patient complications have been reported as a result of this event.